Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that inappropriate shocks were delivered due to t wave oversensing as well as the smartpass feature being off. A review of the printout via remote monitoring by technical services (ts) confirmed treated and untreated episodes with reduced r wave amplitudes combined with elevated t waves resulting in inappropriate episodes. Due to the smartpass being off the t waves were not optimally managed and oversensed. Ts discussed troubleshooting options and possibly performing isometric testing. At this time the device remains implanted. No adverse patient effects were reported. Addition information noted that the automatic set up was performed and the device sensing vector was automatically switched and smartpass turned on. The currently device programming in the primary vector appeared to be the best programming option following the latest investigation.